Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced unexpected hyperglycemia with meter readings around 360 mg/dl and another unclear high value, felt unwell despite not eating, and was advised to change the infusion set due to a potential cannula or absorption issue; the cannula was not bent, and the user elected to discontinue ilet temporarily and use subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included a medically significant event requiring medication adjustment without alerts or alarms. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed no specific device findings, insufficient information regarding a device component, and no established device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.